Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified common iliac artery. The physician advanced the 10.0x60mm 75cm express ld stent but prior to deployment it was noted under fluoroscopy that the stent was not centered between the balloon marker bands. The stent was successfully removed from the patient. Procedure was completed with another 10.0x60mm 75cm express ld stent. No patient complications were reported the patient status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).